Manufacturer narrative:
Correction: manufacturing reference number 1627487-2021-18335 should not have been reported as a medical device report (MDR) as device was reported in error.

Manufacturer narrative:
Correction h6: clinical code 2388 should have been 4582. Correction h6: health impact code 4610 was inadvertently submitted in error with the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05686. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered multiple contacts with impedance issues. As a result, the patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue.